Event description:
Dealer alleges chair is in control inhibit mode. It will not drive. Battery lights are scroll from left to right. After further inspection , dealer found a broken wire going to the control box.